Event description:
Patient was revised to address disengagement of the tibial insert's post from the baseplate which occurred when patient hyperflexed her knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.